Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a potential dissection occurred when a catheter was inserted into the coronary sinus. However, no apparent patient harm was reported. A left ventricular (lv) lead was subsequently attempted but could not be positioned. The lead was not used and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.